Manufacturer narrative:
This report will be amended when our investigation is complete. Received, but not yet evaluated.

Event description:
It is reported that while screwing in the screw, the base of the flexible shaft broke off into the ratchet handle.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated:corrected: complaint sample was evaluated and the reported event was confirmed. Visual inspection of the device exhibits fracture at the plane passing through three engagement holes. Event reported for device fracture can therefore be confirmed. Material hardness of the device was found to be conforming to the device print specification. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was found to be design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that while screwing in the screw, the base of the flexible shaft broke off into the ratchet handle. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.